Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated three times for 5, 30, and 60 seconds. However, during fourth inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.